Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the product details. Therefore, no information was captured (model #, lot # and expiration date), and the device manufacture date) could not be determined. The contour next (connected) meter is not marketed in the united states. However, the device is similar to the contour next one meter with the product code nbw and 510 (k) # k160682, which is marketed in the united states.

Event description:
The customer from (B)(6) reported that within 10 minutes, she obtained blood glucose readings of 2.4 mmol/l, 2.8 mmol/l and 7.4 mmol/l with the contour next (connected) meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.